Event description:
It was reported that, since implant, the right ventricular (rv) lead exhibited short v-v intervals and subsequently, possible t-wave oversensing (twos), in rv unipolar sensing. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.